Manufacturer narrative:
(B)(4): the meter passed testing, no faults were found, and functioned properly. The test strips were also returned. However, testing was not performed since the alleged issue pertains to a meter issue only. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging his onetouch ping meter was not powering on. The complaint was classified based on the customer care advocate's (cca) documentation. The patient claimed the alleged issue began at approximately 10:30am on the same day he contacted lfs for assistance. The patient reportedly manages his diabetes with insulin (unknown type) through pump therapy and denied making any changes to his usual diabetes management regimen in response to the alleged issue. He claimed that about 2 minutes prior to attempting to test with the subject device, he was experiencing symptoms of "shaking / trembling." He reported that another device was used to check his blood glucose approximately between 10:30 am -11:30am and observed a value of "70mg/dl." He reported that he self treated between 11:00am- 11:15am with food/drink. At the time of troubleshooting, the cca noted that the subject device was not brand new. The patient was using the correct test strips. The meter did not power on even after the battery was replaced. Replacement products were sent to the patient and subject products are pending return for investigation. There is no indication that the product caused or contributed to a serious injury. The patient's symptoms started before the reported issue first occurred and there is no evidence the patient administered inappropriate self treatment due to the alleged issue. The patient was able to use his back up meter. However, this complaint is being reported because the alleged product issue remained unresolved.